Manufacturer narrative:
No product was returned for evaluation. As per clinical physician was unable to cross the aortic valve during impella 5.5 insertion after multiple attempts with different catheters and wires. Patient had aortic valve stenosis with no movement at aortic valve noted per tee imaging. The cause of the delivery issue was patient condition related with patient having aortic valve stenosis and pump unable to advance aortic valve per clinical review.

Event description:
The user facility reported a 64-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella was attempted for insertion and after multiple attempts the physician was unable to cross aortic valve with impella. No known patient harm or injury.